Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast reconstruction revision procedure with a mentor siltex round moderate profile 275cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation and replacement with an unspecified mentor breast prosthesis on (B)(4) 2018.

Manufacturer narrative:
On 07/10/2018, mentor completed the investigation on the suspect medical device. Upon receipt to mentor, the device contained no fluid. Brown material was observed within the device and on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.1 cm within an area of siltex cracking on the posterior view. Parallel lines of shell wear were also observed on the posterior aspect, suggesting in-vivo folding or creasing of the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent, siltex cracking and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).